Event description:
Reportable based on device analysis completed on 09sep2025. It was reported that the balloon could not cross lesion. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not cross the lesion. The procedure was completed with a different method. No patient complications were reported. However, device analysis revealed that the hypotube shaft break at the strain relief.

Manufacturer narrative:
E1 initial reporter address1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile revealed multiple kinks were noted along the hypotube shaft with a break noted at the strain relief. The balloon was returned in a deflated state. There was contrast media present in the balloon. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.